Manufacturer narrative:
This device is associated with a field correction. Device evaluated by manufacturer: corrective and preventive action (CAPA). Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2014-00214. It was reported the patient (B)(6) experiences heating at the ipg site during recharging which at times results in redness of the area. The issue began approx six months ago. The pt reportedly recharges with the antenna directly over the skin. The patient was advised to decrease the duration of the recharging sessions and to utilize a barrier between the antenna and her skin. It is unk if these recommendations have helped to address the reported issue.